Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the pump¿s black box data revealed no cs (B)(4) call service alarms. The pump alarmed with cs (B)(4) call service alarms during the load step. The complaint could not be adequately investigated due to the cs (B)(4) alarm failure. The pump was opened and no damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.